Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alternating current (ac) power loss and no external power alarms while connected to the mobile power unit (mpu) could not be confirmed as no log files were submitted for review and the unit was not returned for analysis. Provided information indicated that the mpu had a v-lock connector, and the ac power cord did not come loose from the back of the unit and from the wall outlet. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarm does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Additionally, the heartmate 3 patient handbook, section 10 - ¿safety checklists¿- and heartmate 3 IFU, section e - ¿safety checklists¿- provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit (mpu) (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the ac power cord had a v-lock connector. It was also said that the ac power cord came loose from the back of the unit at the time of the event. Further additional information stated that the ac power cord did not come loose at the wall outlet. The mpu was removed from service. The mpu would be returned when patient returned to clinic. The patient received mpu replacement at shared care site, so log files were not obtained. Coordinators would get log files at patient's follow up visit.

Event description:
It was reported that the patient experienced mobile power unit (mpu) alarms while staying locally after implant hospital discharge. It was thought to be related to the outlet, but the alarms occurred again after the patient returned home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.